Event description:
It was reported that the bottom left break off set screw loosened sometime post-op. The screw migrated south. There is no report of revision surgery to date.

Manufacturer narrative:
(B) (4): x-ray images revealed lumbar pedicle screw construct extended down to apparently l4. The left l4 set screw is noted to be loose.